Manufacturer narrative:
The patient disposed of the strips. No other materials were returned for investigation. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The patient stated that he received erroneous results when testing with coagucheck xs meter serial number (B)(4). The patient tested samples on the meter, resulting with values of 1.4 inr and 1.3 inr. Within one hour, a sample from the patient was tested in the laboratory using an unknown method, resulting as 2.0 inr. The physician believed the laboratory result to be correct and did not believe the meter results to be correct. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment of have medication changed based on the meter results. The patient currently feels good. The patient's therapeutic range is 2.0 inr - 3.0 inr. The patient's testing frequency is once per month, unless there is a change in medication. The patient is not anemic and does not have antiphospholipid antibodies. The patient uses 75 mg. Of plavix medication. The patient does not use direct thrombin inhibitors or any other form of blood thinner medication. The patient has not had any changes in medication and has had no new medications at the time of testing. The patient does not have any changes in diet and has no new illnesses. The patient did not have any special or unusual diet. The patient does not have any bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.